Event description:
A malfunction was reported on the pump, and it was determined that this did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer did not have a backup therapy available and planned to consult with a healthcare provider. The customer service team decided to replace the pump under warranty and informed the customer about necessary actions, including software updates, using storage mode, and returning the faulty pump. The customer was also informed that training would be provided for the new pump and acknowledged these instructions.